Event description:
During a follow-up, unacceptable sensing and pacing values on the right ventricular (rv) lead were noted. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Event description:
During an implant procedure, it was noted that there was no position for the right ventricular (rv) lead that produced acceptable sensing or pacing values. The lead was exchanged and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. . Visual and x-ray inspection of the lead did not indicate any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.